Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during use, the device jaws could not be re-opened and the knife of the instrument could not be advanced or retracted. This occurred during the last half of the surgery. Another device of the same type was opened and used to successfully complete the case. There was no patient injury.